Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the scope connector cover. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that there was a leak at the scope connector cover. In addition to the clogged nozzle, other evaluation findings are as follows: there were scratches on the charged coupled device cover lens, the switch box unit, the universal cord, and the connecting tube; the light cover glasses glue and the charged coupled device cover glasses glue were discolored; the plastic distal end cover was cracked; the bending section cover was porous; the bending tube was deformed; the air/water cylinder painting and the suction cylinder painting were peeled off; the angulation of the upward/downward/right/left angles were less than the standard value; and the air supply volume, the water removal ability, and the air flow failed due to the clogged nozzle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was a lack of patency in the colonovideoscope's water channel. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged with a foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.